Manufacturer narrative:
Device evaluation by manufacturer: product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that he underwent a surgical procedure on (B)(6) 2010 for the purpose of moving his ipg pocket to a location more conducive to his occupational activities. During the procedure, the physician elected to replace the ipg. The explanted device was returned to the manufacturer for analysis. Follow-up on the pt found no further issues reported.